Event description:
Boston scientific received information that this patient had experienced a syncopal event. Evaluation of the lead noted normal impedance measurements with occasional loss of capture. An x-ray revealed a fracture. A revision procedure was performed and the lead was removed from service and replaced without further incident.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.